Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) displayed an error message indicating that the device detected a memory corruption that was unable to be corrected. Additionally, it was noted that the patient had undergone radiation therapy.